Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 to 458 mg/dlmg/dl. Patient's current blood glucose value: 462 mg/dl. Patient's other blood glucose values were 235 to 472 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Change sensor was also reported. The customer experienced no symptoms. The customer was treated by bolus with pump. Customer declined to check for possible site/insulin issues. The device is not expected to be returned for analysis.